Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced pain at the ipg site following a fall 2 weeks prior. The physician met with the patient and it was confirmed the ipg was loose in the pocket and had moved. Additional information revealed the patient underwent surgical intervention on (B)(6) 2018, wherein the ipg site was revised.